Event description:
Reporter stated that obtained back-to-back blood glucose results of 280 mg/dl, and 96 mg/dl or 104 mg/dl (reporter could not recall exact value) on the advantage system. Reporter indicated that pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the advantage system. Reporter did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve test strip expiration date and lot not provided

Manufacturer narrative:
The comfort curve test strips are the suspect device.